Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this lead dislodged and was explanted because tissue was found in the helix. The physician does not believe there was any issues with the lead. It was returned for analysis.